Event description:
It was reported the touch pen does not work; recalibrated but still not functional. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer failed display/touch functional test. Overlay found out of electrical specification. Analysis also found the stylus is missing and the system fan is noisy. (B)(4).